Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was explanted as pacing impedances were dropping to low, out of range values and complete loss of lv capture was observed, so the lv lead was explanted and replaced. The lead is not being returned. A new lead in the left bundle branch (lbb) was successfully implanted. No additional adverse patient effects were reported.